Manufacturer narrative:
H4: the lot was manufactured between august 30, 2023 - august 31, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it showed a ruptured bladder with fluid inside the device bottle. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured. The contents spilled out into the bottle, the green plastic pouch, and leaked throughout the whole outer bag. This occurred prior to patient use. The device contained cefazolin (aft) 6000mg in 240ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.